Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the user reported that the system was not able to do an exposure. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a temporary software error. The investigation was performed considering complaint description, cs reports, and system history. During an interventional procedure the message: "no x-ray, tube too hot" was displayed on monitor and x-ray release was not possible. As a result, the procedure was continued and finished using an alternative system. The system was shut down and restarted during an on-site intervention by siemens service. After that, the system was working as specified again and the problem did not reoccur and could also not be reproduced the investigation of this incident could only take place after the system had been reset on site, therefore, log files were not available. According to the system messages reported, and because no problem was found with either the tube or the tube's cooling system, the most likely cause was a temporary problem with the internal signal processing. The error was resolved by rebooting the system. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.